Event description:
A customer reported that their adc glucose meter shuts off after a sample is applied to the test strip. The customer reported experiencing an unspecified injury related to this issue, but refused to troubleshoot or complete a medical survey and disconnected the phone call. An attempt was made to contact the customer, but he disconnected the call prior to providing any additional information. There is no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is available. The date of the event is unknown. It should be noted that the customer was using expired test strips (lot # 1070205, exp. Jul/12). All pertinent data available to abbott diabetes care has been submitted. (B)(4).